Event description:
It was reported that during a robotic-assisted total laparoscopic hysterectomy procedure, the surgeon noted that the end of the trocar was deformed. There were no patient consequences. The case was completed using another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that only the sleeve of the device was returned for analysis and was noted to have the sleeve melted. A possible cause of the damage found, could have been an interaction with energized devices during the procedure. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.